Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 06/19/2020. The reported issue was confirmed, the administration set tubing had completely detached from the cassette module connection site on the proximal end of the cassette. The picture of the affected administration set provided in the evaluation report shows that the set did not become detached due to deficiency in bonding; the connector is completely pulled out of the connector mold. This can only occur when the administration set cassette is attached to the infusion pump and significant force is applied at an angle to the side of the infusion pump near the tubing connection, causing the connector to break.

Event description:
On 06/10/2020, a distributor of infutronix reported a tubing leaking issue: "broken cassette, tubing leaked." The contract manufacturer of the affected device is (B)(4).